Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited high capture threshold. The lead was not used and the patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection found no anomalies.